Event description:
Navilyst medical namic convenience kit - manifold was defective and found crack in manifold while prepping it on table. Device not received by clinical engineering. If received, will return to manufacturer for analysis.